Event description:
The patient contacted dexcom to report a permanent out of range signal. No medical intervention or injury was reported at this time.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the permanent out of range signal.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a permanent out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.